Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump powered off without user input. The problem occurred during programming/setup at the emergency room. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A service history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was verified. The device was found out of specification in relation to the customer reported "turn off" which was reproduced. A review of the event history log identified improper shutdown messages. The cause was determined to be within specification. No correction required. Should additional relevant information become available, a supplemental report will be submitted.